Event description:
A pt reported experiencing inaccurate erratic results with an ot basic meter. The pt's blood glucose was 196 and 135mg/dl within 10 mins, with a difference of 33%. Pt did not experience any adverse events. No further info has been reported.